Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of mfg records has been requested.

Event description:
During a procedure, the cable tensioner would not tension the cables.